Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted the patient had been taking eliquis pre-procedure. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging revealed a trace pe in the transverse sinus, with no measurements made. The tee also showed very challenging anatomy, and a sharp bend posterior wing that was tapered in the laa. Venous access was obtained. A watchman fxd double curve access system (was) was inserted and used with versacross connect (vcc) to perform transseptal puncture. The was was exchanged for a watchman trusteer access system to gain better depth. Two (2) 24mm watchman flx pro closure device and delivery systems (wds) were inserted, deployed, and attempted but there was no compression, and a leak was present on the posterior side. The physician decided to switch to a 27mm wds, and after deployment it was too proximal and distally over compressed. After the deployment of the 27mm wds, a 1.2cm pe was noted on the right atrium and right ventricle, remaining stable. A slight drop in blood pressure was noted. The 27mm wds was removed, and the patient's anticoagulation was reversed with protamine. The pe remained stable, and no drain was required. The procedure was aborted. The patient was admitted to the hospital for further evaluation. The patient was then discharged.